Event description:
The ec60a was fired for three times and partially fired; staple line and cut line started but could not be completed and were equal in length. The case was completed with the contour. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. \ incomplete cycle the ec60a device was received for analysis with no visual non-conformances and with three ecr60g cartridge reloads present. Cartridge (b,c) ecr60g, l54705 was received partially fired 1/2 and in good visual conditions. Cartridge (d) ecr60g, l54u2e was received partially fired 1/2 and in good visual conditions. The found condition for reloads (b, c and d) is consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.